Event description:
The dental implant fx6010swc was removed on (B)(6) 2019 due to a broken abutment screw getting stuck inside the implant. The patient has no significant medical history. The patient has recovered without complications.